Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator touch screen is unresponsive. The customer reported there was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2017-01605.